Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, staple load failed to deploy, it was removed and repositioned and still would not work. The device was removed and another reload was used successfully. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.